Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient fell at home and broke two ribs, and was admitted to the hospital. Upon device check, it was noted that the atrial lead perforated the patient. The device was reprogrammed on (B)(6) 2019 for the weekend until lead revision. The patient was in stable condition. The lead was explanted and replaced successfully on (B)(6) 2019. The patient had no complication and was stable.